Manufacturer narrative:
Other, other text: additional information d4 (device serial number added (B)(6)).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer's reported problem was confirmed. Pump was found to be displaying "no disposable" alarm message during the investigation. An upstream occlusion sensor will be replaced. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 is malfunctioning and alarming no disposable alarm. No patient adverse events reported.